Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set secondary line flowed into the primary due to the backcheck valve not functioning. The following information was provided by the initial reporter: "secondary flowing into primary, concern backcheck valve not functioning."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2023-01128 was sent in error. The customer provided the response, "I wanted to circle back with you regarding this. We figured out that it is an issue with our closed system transfer device, not the tubing. MFR#: 9616066-2023-01128 is void as a result.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set secondary line flowed into the primary due to the backcheck valve not functioning. The following information was provided by the initial reporter: "secondary flowing into primary, concern backcheck valve not functioning."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.